Event description:
Caller reported very low readings on their inr. Pt 1: 2008-2009 inr 2.7-3.3, 2009 inr 1.0 no coumadin change. Pt 2: 2008-2009 inr 2.0-2.7, 2009 inr 1.5 no coumadin change. Pt 3: 2009 inr 4.3, doctor adjusted coumadin at about 2 weeks later, inratio inr 1.5.

Manufacturer narrative:
Inratio precision data provided by end-user: pt 1: 1st inr = 1.0 (2008-2009), 2nd inr = 2.7 (2008-2009), 3rd inr = 3.3 (2009). The 1st and 2nd inr's results and time are not provided. MFR considers three hours a reasonable length of time between two readings in order for comparison to be valid. Inratio meter: mean: 2.3, sd: 1.2, %cv, 51.1. The 51.1% cv is more than 20/5. The precision test failed the criteria for precision. Pt2: 1st inr = 2.0 (2008-2009), 2nd inr = 2.7 (2008-2009), 3rd inr = 1.5 (2009). The 1st and 2nd inr's results and time are not provided. MFR considers three hours a reasonable length of time between two readings in order for comparison to be valid. Inratio meter: mean: 2.1, sd: 0.6, %cv, 29.2. The 29.2% cv is more than 20%. The precision test failed the criteria for precision. Pt 3: 1st inr = 4.3 (2009), 2nd inr = 1.5 (2 weeks later). MFR considers there hours a reasonable length of time between two readings in order for comparison to be valid. Inratio meter: mean: 2.9, sd: 2.0, %cv: 68.3. The 68.3% cv is more than 20%. The precision test failed the criteria for precision. In-house precision testing was performed using the following: in-house meters. Retained strip ln: 080669a. Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria and no further action is required. Device was not returned for eval. Investigation was closed. No corrective action is required as no product deficiency was established.